Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty was encountered. The heavily calcified lesion in the lad was no predilated. The physician implanted the taxus express2 3.5x32mm drug coated stent in the lad. The stent was underdeployed due to the calcium. The balloon remained inside the stent when the physician tried to removed the stent when the physician tried to removed the stent delivery system. The balloon material kept stretching. The guide catheter was used to "nudge" the balloon and the balloon ws able to be removed from the stent. The stent remained as placed. No patient complications occurred. The patient status is satisfactory.